Manufacturer narrative:
The device will not be returned for evaluation. Follow up with reporter indicated that the guidewire was reportedly removed from an edwards 60 cm guidewire package. However, the hospital conducted their own investigation and stated that the guidewire measured 47 cm and there were no severed ends. The tips were "manufactured" tips at each end and did not appear severed. Therefore, it was stated by the reporter that it is possible that the guidewire slipped into the patient during placement. No patient complications were reported. The patient was stable.

Event description:
It was reported that the patient had a central line placement via right femoral in the emergency department in 2007. Three days later, patient had a chest x-ray and it was noted that the guidewire was in the superior vena cava down to lumbar no. 5. Guidewire was removed 5 days later, via loop and snare technique using a heart catheter. Patient was stable. No patient complications reported.